Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ICD was removed and a new device was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went into ventricular fibrillation (vf) during a heart catheterization procedure. The implantable cardioverter defibrillator (ICD) delivered shocks that were unsuccessful in terminating the arrhythmia and the patient had to be externally rescued. The ICD¿s delivered energy were severely under the programmed value. The ICD remains in use. No further patient complications have been reported as a result of this event.